Manufacturer narrative:
Completed information for section a1 patient identifier is within section b5 describe event or problem. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84, with 510k/PMA/bla number p080023.

Event description:
The customer observed false nonreactive alinity I anti-hbc results for multiple patients. The following data was provided: (customer provided reference ranges: hbsag (qualitative) result of <1 s/co is nonreactive, anti-hbs result of >10 miu/ml is reactive, anti-hbc result of <1 s/co is nonreactive, roche anti-hbc result of >1.0 cou is nonreactive): on (B)(6) 2025, sid (B)(6), (41-year-old female, no clinical history): initial result = 0.74 s/co (nonreactive) and 0.680 s/co, roche result = 0.972 coi (reactive). Additional laboratory data provided: anti-hbs = 370.7 miu/ml . On (B)(6) 2025, sid (B)(6), (49-year-old female, no clinical history): initial result = 0.530 s/co (nonreactive), roche result = 0.861 coi (reactive) additional laboratory data provided: anti-hbs = 517.6 miu/ml, hbsag = 0.405 s/co. On (B)(6) 2025, sid (B)(6) (43-year-old male, no clinical history): initial result = 0.810 s/co (nonreactive), roche result = 0.452 coi (reactive). Additional laboratory data provided: anti-hbs = >1000 miu/ml, hbsag = 0.452 s/co historical results provided: (B)(6) 2024, sid (B)(6): roche result = 0.404 coi (reactive), anti-hbs = >1000 miu/ml, hbsag = 0.435 s/co; (B)(6) 2023, sid x7705: roche result = 0.429 coi (reactive), anti-hbs = >1000 miu/ml, hbsag = 0.373 s/co. On (B)(6) 2025, sid (B)(6), (50-year-old female, vaccinated, no infection in the family): initial result = 0.780 s/co (nonreactive), roche result = 0.623 coi (reactive) additional laboratory data provided: anti-hbs = >1000 miu/ml, hbsag = 0.42 s/co. On (B)(6) 2025, sid (B)(6), (53-year-old male, vaccinated, no infection in the family): initial result = 0.580 s/co (nonreactive), roche result = 0.959 coi (reactive) additional laboratory data provided: anti-hbs = 111.4 miu/ml, hbsag = 0.498 s/co. On (B)(6) 2025, sid (B)(6) (46-year-old female, unvaccinated, no infection in the family): initial result = 0.76 s/co (nonreactive), roche result = 0.951 coi (reactive) additional laboratory data provided: anti-hbs = 211 miu/ml, hbsag = 0.413 s/co. On (B)(6) 2025, sid (B)(6) (50-year-old male, unvaccinated, no infection in the family): initial result = 0.73 s/co (nonreactive), roche result = 0.748 coi (reactive) additional laboratory data provided: anti-hbs = 13.35 miu/ml, hbsag = 0.487 s/co. On (B)(6) 2025, sid (B)(6) (46-year-old male, unvaccinated, no infection in the family): initial result = 0.620 s/co (nonreactive), roche result = 0.928 coi (reactive) additional laboratory data provided: anti-hbs = 110.8 miu/ml, hbsag = 0.529 s/co. On (B)(6) 2025, sid (B)(6) (41-year-old female, no clinical history): initial result = 0.720 s/co (nonreactive), roche result = 0.837 coi (reactive) additional laboratory data provided: anti-hbs = >1000 miu/ml, hbsag = 0.494 s/co. On (B)(6) 2025, sid (B)(6) (38-year-old female, no clinical history): initial result = 0.930 s/co (nonreactive), roche result = 0.688 coi (reactive) additional laboratory data provided: anti-hbs = 101 miu/ml, hbsag = 0.430 s/co historical data was provided: (B)(6) 2025, sid (B)(6): abott result = 0.51 s/co, roche result = 1.50 coi (nonreactive); (B)(6) 2025, sid (B)(6): abbott result = 0.66 s/co, roche result = 1.03 s/co (nonreactive). On (B)(6) 2025, sid (B)(6) (39-year-old female, vaccinated, family history of cirrhosis): initial result = 0.770 s/co (nonreactive), roche result = 0.971 coi (reactive) additional laboratory data provided: anti-hbs = 41.1 miu/ml, hbsag = 0.475 s/co. On (B)(6) 2025, sid (B)(6) (50-year-old male, unvaccinated, no infection in the family): initial result = 0.93 s/co (nonreactive), roche result = 0.572 coi (reactive) additional laboratory data provided: anti-hbs = 76.52 miu/ml, hbsag = 0.453 s/co. On (B)(6) 2025, sid (B)(6) (60-year-old male, vaccinated, hepatitis, cirrhosis): initial result = 0.87 s/co (nonreactive), roche result = 0.852 coi (reactive) additional laboratory data provided: anti-hbs = 33.51 miu/ml, hbsag = 0.324 s/co. Historical data provided: (B)(6) 2025, sid (B)(6): roche result = 1.26 coi (nonreactive), anti-hbs = 36.53 miu/ml, hbsag = 0.345 s/co; (B)(6) 2024, sid x7812: roche result = 1.15 coi (nonreactive), anti-hbs = 45.12 miu/ml, hbsag = 0.504 s/co. On (B)(6) 2025, sid (B)(6) (42-year-old female, no clinical history): initial result = 0.85 s/co (nonreactive), roche result = 0.800 coi (reactive) additional laboratory data provided: anti-hbs = 0.72 miu/ml, hbsag = 0.390 s/co. On (B)(6) 2025, sid (B)(6) (68-year-old female, unvaccinated, no infection in the family): initial result = 0.620 s/co (nonreactive), roche result = 0.792 coi (reactive) additional laboratory data provided: anti-hbs = 7.72 miu/ml, hbsag = 0.588 s/co. Additionally, historical data was provided for samples that were previously reported within cross reference MFR 3002809144-2025-00310: on (B)(6) 2025, sid (B)(6) (37-year-old male, unknown vaccination status, no infection in the family): initial result = 0.740 s/co, roche result = 0.972 coi (reactive) additional laboratory data provided: anti-hbs = 156.59 miu/ml, hbsag = 0.390 s/co. Historical data provided: (B)(6) 2025, sid (B)(6): abbott result = 0.690 s/co, anti-hbs = 237.5 miu/ml, hbsag = 0.270 s/co; (B)(6) 2023, sid (B)(6): roche result = 0.929 coi (reactive), anti-hbs = 92.07 miu/ml, hbsag was <0.100 index. On (B)(6) 2025, sid (B)(6) (36-year-old male, unvaccinated): initial result = 0.780 s/co, roche result = 0.722 coi (reactive) additional laboratory data provided: anti-hbs = 115.7 miu/ml, hbsag = 0.380 s/co historical data provided: (B)(6) 2025, sid (B)(6): abbott result = 0.820 s/co, anti-hbs = 24.04 miu/ml; (B)(6) 2023, sid(B)(6): roche result = 0.661 coi (reactive), anti-hbs = 53.16 miu/ml; (B)(6) 2022, sid (B)(6): abbott result = 0.970 s/co, anti-hbs = 24.07 miu/ml. On (B)(6) 2025, sid (B)(6) (41-year-old male, vaccinated): initial result = 0.720 s/co, roche result = 0.963 coi (reactive) additional laboratory data provided: anti-hbs = 509.63 miu/ml, hbsag = 0.340 s/co historical data provided: (B)(6) 2025, sid (B)(6): abbott result = 0.810 s/co, anti-hbs = 383.7 miu/ml, hbsag = 0.260 s/co; (B)(6) 2023, sid (B)(6): abbott result = 0.970 s/co, anti-hbs = 562.5 miu/ml, hbsag = 0.260 s/co; (B)(6) 2022, sid(B)(6): roche result = 0.834 coi (reactive), anti-hbs = >1000 miu/ml, hbsag = <0.100 s/co on (B)(6) 2025, sid (B)(6) (47-year-old female, unvaccinated): initial result = 0.690 s/co (nonreactive), roche result = 0.930 coi (reactive) additional laboratory data provided: anti-hbs = 210.8 miu/ml, hbsag = 0.670 s/co, hbcrag fuji = <2.0 lg u/ml. On (B)(6) 2025, sid (B)(6) (35-year-old female, unvaccinated, no infection in the family): initial result = 0.490 s/co, roche result = 0.935 coi (reactive) additional laboratory data provided: anti-hbs = 248.9 miu/ml, hbsag = 0.463 s/co historical data provided: (B)(6) 2023, sid (B)(6): roche result = 0.904 coi (reactive), anti-hbs = 190.6 miu/ml, hbsag = <0.100 s/co on (B)(6) 2025, sid (b)(650-year-old female, vaccinated, no infection in the family): initial result = 0.540 s/co, roche result = 0.766 coi (reactive) additional laboratory data provided: anti-hbs = 169.1 miu/ml, hbsag = 0.487 s/co historical data provided: (B)(6) 2024, sid (B)(6): abbott result = 0.620 s/co, anti-hbs = 71.26 miu/ml, hbsag = 0.330 s/co; (B)(6) 2023, sid (B)(6): anti-hbs = >1000 miu/ml. On (B)(6) 2025, sid (B)(6) ,(40-year-old female, known hcv antibodies): initial result = 0.720 s/co, roche result = 0.994 coi (reactive) additional laboratory data provided: anti-hbs = 30.77 miu/ml, hbsag = 0.93 s/co, hbcrag (fuji) = 3.11 log u/ml (1.3 ku/ml) on (B)(6) 2025, sid (b)(639-year-old female, unvaccinated, no family history of infection): initial result = 0.770 s/co, roche result = 0.676 coi (reactive) additional laboratory data provide: anti-hbs = 178.5 miu/ml, hbsag = 0.370 s/co historical data provided: (B)(6) 2025, sid (B)(6): abbott result = 1.070 s/co (positive), roche result = 0.774 coi (reactive), anti-hbs = 199.4 miu/ml, hbsag = 0.449 s/co. On (B)(6)2025, sid (B)(6) (67-year-old male, unvaccinated, no family history of infection): initial result = 0.930 s/co, roche result = 0.572 coi (reactive) additional laboratory data provided: anti-hbs = 76.52 miu/ml, hbsag = 0.330 s/co historical data provided: (B)(6) 2025, sid (B)(6) anti-hbs = 88.53 miu/ml, hbsag = 0.453 s/co on (B)(6) 2025, sid (B)(6) (66-year-old male, unvaccinated: initial result = 0.83 s/co, roche result = 0.870 coi (reactive) additional laboratory data provided: anti-hbs = 221.2 miu/ml, hbsag = 0.350 s/co historical data provided: 11sep2024, sid (B)(6): anti-hbs = 88.53 miu/ml, hbsag = 0.453 s/co on (B)(6) 2025, sid (B)(6) (39-year-old female, vaccinated, no family history of infection: initial result = 0.110 s/co, roche result = 0.841 coi (reactive) additional laboratory data provided: anti-hbs = 253.5 miu/ml, hbsag = 0.480 s/co historical data provided: (B)(6) 2024, sid(B)(6): roche result = 0.655 coi (reactive), anti-hbs = 403.5 miu/ml, hbsag = 0.475 s/co; (B)(6) 2023, sid (B)(6): roche result = 0.555 coi (reactive), anti-hbs = 521.7 miu/ml, hbsag = <0.10 s/co no impact to patient management was reported.

Event description:
The customer observed false nonreactive alinity I anti-hbc results for multiple patients. The following data was provided: (customer provided reference ranges: hbsag (qualitative) result of <1 s/co is nonreactive, anti-hbs result of >10 miu/ml is reactive, anti-hbc result of <1 s/co is nonreactive, roche anti-hbc result of >1.0 cou is nonreactive): (B)(6) 2025, sid (B)(6), (41-year-old female, no clinical history): initial result = 0.74 s/co (nonreactive) and 0.680 s/co, roche result = 0.972 coi (reactive) additional laboratory data provided: anti-hbs = 370.7 miu/ml. (B)(6) 2025, sid (B)(6), (49-year-old female, no clinical history): initial result = 0.530 s/co (nonreactive), roche result = 0.861 coi (reactive) additional laboratory data provided: anti-hbs = 517.6 miu/ml, hbsag = 0.405 s/co. (B)(6) 2025, sid (B)(6), (43-year-old male, no clinical history): initial result = 0.810 s/co (nonreactive), roche result = 0.452 coi (reactive). Additional laboratory data provided: anti-hbs = >1000 miu/ml, hbsag = 0.452 s/co. Historical results provided: (B)(6) 2024, sid (B)(6): roche result = 0.404 coi (reactive), anti-hbs = >1000 miu/ml, hbsag = 0.435 s/co; (B)(6) 2023, sid (B)(6): roche result = 0.429 coi (reactive), anti-hbs = >1000 miu/ml, hbsag = 0.373 s/co. (B)(6) 2025, sid (B)(6) ,50-year-old female, vaccinated, no infection in the family): initial result = 0.780 s/co (nonreactive), roche result = 0.623 coi (reactive) additional laboratory data provided: anti-hbs = >1000 miu/ml, hbsag = 0.42 s/co. (B)(6) 2025, sid (B)(6), (53-year-old male, vaccinated, no infection in the family): initial result = 0.580 s/co (nonreactive), roche result = 0.959 coi (reactive) additional laboratory data provided: anti-hbs = 111.4 miu/ml, hbsag = 0.498 s/co. (B)(6) 2025, sid (B)(6) ,(46-year-old female, unvaccinated, no infection in the family): initial result = 0.76 s/co (nonreactive), roche result = 0.951 coi (reactive) additional laboratory data provided: anti-hbs = 211 miu/ml, hbsag = 0.413 s/co. (B)(6) 2025, sid (B)(6) , (50-year-old male, unvaccinated, no infection in the family): initial result = 0.73 s/co (nonreactive), roche result = 0.748 coi (reactive) additional laboratory data provided: anti-hbs = 13.35 miu/ml, hbsag = 0.487 s/co. (B)(6) 2025, sid (B)(6), (46-year-old male, unvaccinated, no infection in the family): initial result = 0.620 s/co (nonreactive), roche result = 0.928 coi (reactive) additional laboratory data provided: anti-hbs = 110.8 miu/ml, hbsag = 0.529 s/co. (B)(6) 2025, sid (B)(6), (41-year-old female, no clinical history): initial result = 0.720 s/co (nonreactive), roche result = 0.837 coi (reactive) additional laboratory data provided: anti-hbs = >1000 miu/ml, hbsag = 0.494 s/co. (B)(6) 2025, sid (B)(6), (38-year-old female, no clinical history): initial result = 0.930 s/co (nonreactive), roche result = 0.688 coi (reactive) additional laboratory data provided: anti-hbs = 101 miu/ml, hbsag = 0.430 s/co. Historical data was provided: (B)(6) 2025, sid (B)(6): abott result = 0.51 s/co, roche result = 1.50 coi (nonreactive); (B)(6) 2025, sid (B)(6): abbott result = 0.66 s/co, roche result = 1.03 s/co. (Nonreactive) (B)(6) 2025, sid (B)(6), (39-year-old female, vaccinated, family history of cirrhosis): initial result = 0.770 s/co (nonreactive), roche result = 0.971 coi (reactive) additional laboratory data provided: anti-hbs = 41.1 miu/ml, hbsag = 0.475 s/co. (B)(6) 2025, sid (B)(6), (50-year-old male, unvaccinated, no infection in the family): initial result = 0.93 s/co (nonreactive), roche result = 0.572 coi (reactive) additional laboratory data provided: anti-hbs = 76.52 miu/ml, hbsag = 0.453 s/co. (B)(6) 2025, sid (B)(6), (60-year-old male, vaccinated, hepatitis, cirrhosis): initial result = 0.87 s/co (nonreactive), roche result = 0.852 coi (reactive) additional laboratory data provided: anti-hbs = 33.51 miu/ml, hbsag = 0.324 s/co. Historical data provided: (B)(6) 2025, sid (B)(6): roche result = 1.26 coi (nonreactive), anti-hbs = 36.53 miu/ml, hbsag = 0.345 s/co; (B)(6) 2024, sid (B)(6): roche result = 1.15 coi (nonreactive), anti-hbs = 45.12 miu/ml, hbsag = 0.504 s/co. (B)(6) 2025, sid (B)(6), (42-year-old female, no clinical history): initial result = 0.85 s/co (nonreactive), roche result = 0.800 coi (reactive) additional laboratory data provided: anti-hbs = 0.72 miu/ml, hbsag = 0.390 s/co. (B)(6) 2025, sid (B)(6), (68-year-old female, unvaccinated, no infection in the family): initial result = 0.620 s/co (nonreactive), roche result = 0.792 coi (reactive) additional laboratory data provided: anti-hbs = 7.72 miu/ml, hbsag = 0.588 s/co. Additionally, historical data was provided for samples that were previously reported within cross reference MFR 3002809144-2025-00310: (B)(6) 2025, sid (B)(6), (37-year-old male, unknown vaccination status, no infection in the family): initial result = 0.740 s/co, roche result = 0.972 coi (reactive) additional laboratory data provided: anti-hbs = 156.59 miu/ml, hbsag = 0.390 s/co. Historical data provided: (B)(6) 2025, sid (B)(6): abbott result = 0.690 s/co, anti-hbs = 237.5 miu/ml, hbsag = 0.270 s/co; (B)(6) 2023, sid (B)(6): roche result = 0.929 coi (reactive), anti-hbs = 92.07 miu/ml, hbsag was <0.100 index. (B)(6) 2025, sid (B)(6) (36-year-old male, unvaccinated): initial result = 0.780 s/co, roche result = 0.722 coi (reactive) additional laboratory data provided: anti-hbs = 115.7 miu/ml, hbsag = 0.380 s/co. Historical data provided: (B)(6) 2025, sid (B)(6): abbott result = 0.820 s/co, anti-hbs = 24.04 miu/ml; (B)(6) 2023, sid (B)(6): roche result = 0.661 coi (reactive), anti-hbs = 53.16 miu/ml; (B)(6) 2022, sid (B)(6) : abbott result = 0.970 s/co, anti-hbs = 24.07 miu/ml. (B)(6) 2025, sid (B)(6), (41-year-old male, vaccinated): initial result = 0.720 s/co, roche result = 0.963 coi (reactive) additional laboratory data provided: anti-hbs = 509.63 miu/ml, hbsag = 0.340 s/co. Historical data provided: (B)(6) 2025, sid (B)(6): abbott result = 0.810 s/co, anti-hbs = 383.7 miu/ml, hbsag = 0.260 s/co; (B)(6) 2023, sid (B)(6) : abbott result = 0.970 s/co, anti-hbs = 562.5 miu/ml, hbsag = 0.260 s/co; (B)(6) 2022, sid (B)(6): roche result = 0.834 coi (reactive), anti-hbs = >1000 miu/ml, hbsag = <0.100 s/co. (B)(6) 2025, sid (B)(6), (47-year-old female, unvaccinated): initial result = 0.690 s/co (nonreactive), roche result = 0.930 coi (reactive) additional laboratory data provided: anti-hbs = 210.8 miu/ml, hbsag = 0.670 s/co, hbcrag fuji = <2.0 lg u/ml. (B)(6) 2025, sid (B)(6), (35-year-old female, unvaccinated, no infection in the family): initial result = 0.490 s/co, roche result = 0.935 coi (reactive) additional laboratory data provided: anti-hbs = 248.9 miu/ml, hbsag = 0.463 s/co. Historical data provided: (B)(6) 2023, sid (B)(6): roche result = 0.904 coi (reactive), anti-hbs = 190.6 miu/ml, hbsag = <0.100 s/co. (B)(6) 2025, sid (B)(6), (50-year-old female, vaccinated, no infection in the family): initial result = 0.540 s/co, roche result = 0.766 coi (reactive) additional laboratory data provided: anti-hbs = 169.1 miu/ml, hbsag = 0.487 s/co. Historical data provided: (B)(6) 2024, sid (B)(6) : abbott result = 0.620 s/co, anti-hbs = 71.26 miu/ml, hbsag = 0.330 s/co; (B)(6) 2023, sid (B)(6): anti-hbs = >1000 miu/ml. (B)(6) 2025, sid (B)(6) 40-year-old female, known hcv antibodies): initial result = 0.720 s/co, roche result = 0.994 coi (reactive) additional laboratory data provided: anti-hbs = 30.77 miu/ml, hbsag = 0.93 s/co, hbcrag (fuji) = 3.11 log u/ml (1.3 ku/ml). (B)(6) 2025, sid (B)(6) (39-year-old female, unvaccinated, no family history of infection): initial result = 0.770 s/co, roche result = 0.676 coi (reactive) additional laboratory data provide: anti-hbs = 178.5 miu/ml, hbsag = 0.370 s/co historical data provided: (B)(6) 2025, sid (B)(6): abbott result = 1.070 s/co (positive), roche result = 0.774 coi (reactive), anti-hbs = 199.4 miu/ml, hbsag = 0.449 s/co. (B)(6) 2025, sid 111825 (67 year old male, unvaccinated, no family history of infection): initial result = 0.930 s/co, roche result = 0.572 coi (reactive) additional laboratory data provided: anti-hbs = 76.52 miu/ml, hbsag = 0.330 s/co historical data provided: (B)(6) 2025, sid (B)(6) anti-hbs = 88.53 miu/ml, hbsag = 0.453 s/co (B)(6) 2025, sid (B)(6), (66 year old male, unvaccinated: initial result = 0.83 s/co, roche result = 0.870 coi (reactive) additional laboratory data provided: anti-hbs = 221.2 miu/ml, hbsag = 0.350 s/co historical data provided: (B)(6) 2024, sid (B)(6): anti-hbs = 88.53 miu/ml, hbsag = 0.453 s/co. (B)(6) 2025, sid (B)(6), (39 year old female, vaccinated, no family history of infection: initial result = 0.110 s/co, roche result = 0.841 coi (reactive) additional laboratory data provided: anti-hbs = 253.5 miu/ml, hbsag = 0.480 s/co historical data provided: (B)(6) 2024, sid (B)(6): roche result = 0.655 coi (reactive), anti-hbs = 403.5 miu/ml, hbsag = 0.475 s/co; (B)(6) 2023, sid (B)(6): roche result = 0.555 coi (reactive), anti-hbs = 521.7 miu/ml, hbsag = <0.10 s/co no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending for the alinity I anti-hbc ii assay did not identify any related trends. Device history review did not identify any related nonconformances, potential nonconformances or deviations associated with the likely cause lot number(s) and complaint issue. In-house testing of a retained reagent kit of the alinity I anti-hbc ii complaint lot was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex (alinity I anti-hbc ii and architect anti-hbc ii utilize the same reagents and sample/reagent ratios). The lot detected the same bleeds as reactive for the seroconversion panel. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii assay, lot 75062be00 was identified.